Event description:
It was reported that pump displayed continuous glucose monitor error and prevented normal sensor use. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset steps, confirmed error did not recur after reset, and successfully started new sensor session, with no additional actions documented.